Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was slow to delivery a bolus; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Customer gave a manual injection to address bg.